Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 5 at random, and the error could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2015-device evaluation:the meter remote has been returned and evaluated by product analysis on 06/29/2015 with the following findings: an error 1 with sub code 5 was immediately emitted when the meter was powered on. The meter remote could not be paired to a pump to complete testing, indicating system data corruption.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.